Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since incorrect lot number was provided, no manufacturing record evaluation could be performed. Clarification is in progress. When information is received, supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 420cc mentor smooth round high profile and experienced breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On june 11, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On june 21, 2021, mentor received further confirmation that the catalog number of the deflated right side implant is 3503420 and serial number is (B)(6). Fields d4 for lot and serial numbers have been correctly updated on this form. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 3, 2021, mentor became aware that fields d7, d8, and d9 were mistakenly left blank under the previous initial submission. The fields have been correctly updated to "no" on this form.

Manufacturer narrative:
On october 20, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 420cc breast implant. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view measuring less than <0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the updated date for right side unilateral explantation and replacement with catalog number 3503420 is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).